Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) failed the power up test fail code 14. There was no harm reported.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a power up test fail code 14. There was no patient involvement.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer evaluated customer's complaint with the device. Customer reports power up test fail code 14. Verified code 14 in the logs. Removed and replaced the compressor due to not being able to come up to 420 pressure. Performed the system off and on multiple times and functional tested without any further failures or issues. Performed system checkout, calibration, safety and functionality checks to factory specifications. Returned to customer and cleared for use. Batteries replaced do to date and availability. The failure analysis and testing dept. Received the following part compressor. Part was received with a reported failure of a recurring error code 14. The fat performed a visual inspection and found the part to be in good condition. The fat installed compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) failed the power up test fail code 14. There was no harm reported.

Event description:
N/a

Manufacturer narrative:
Corrected data: e3. Updated data: b4, g3, g6, h2, h10, h11.